Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an external device. It was reported that the pt was recharging last night, and the controller quit working (pt rep did not know if they were recharging the ins or the controller), then it said to call medtronic. They tried to hit a top button, but it would not cut off or clear off. They put the controller into the ac power supply for it to "cut on." Pt rep noted their belt was also getting hot. During call patient services (ps) asked a few clarifying questions and the pt rep and the pt disagreed on what was happening, and the pt rep said let me call you back then they disconnected the call. Ps was unable to gather further staging record information and equipment serial numbers since caller disconnected call. The issue was not resolved. Pt rep called back to and reported previously documented information - they were still unable to get controller to power on and recharger (rtm) had been getting hot. Pt was in background and confirmed the issue began last week at the beginning of june 2023. Ps instructed pt rep to plug controller in to ac power supply without li battery and they reported the screen turned on. Pt rep reinserted li battery and reported the screen stayed on and green light started blinking. Ps reviewed with them that the controller appeared to be working as intended. Ps explained the rtm had likely caused the controller to go blank due to communication issue and heating of cord, so that would be replaced. A replacement rtm was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a recharger failure, stuck on checking the recharger screen. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.